Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, the lock line (ll) became stuck after pulling roughly 20cm into the clip delivery system (cds). The physician assumed there was a small knot in one end of the ll and that end was pulled into the cds. The decision was made to continue with the deployment process and remove the ll with the cds. The clip was deployed, but the ll remained attached to the clip. The cds was slightly retracted, and it was then observed the clip had opened and detached from the posterior leaflet (single leaflet device attachment/slda). Biopsy forceps were the inserted into the left atrium (la) and the ll was cut. The ll and cds were then able to be removed. The physician then assumed the two ends of the ll were knotted together in the system. An additional clip was then inserted to stabilize the first clip. No further issues occurred, and mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported knotted and jammed lock line were confirmed via device analysis. The reported clip open while locked (cowl) and single leaflet device attachment (slda) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported knotted lock line and cowl were unable to be determined. The reported jammed lock line was a cascading event of the reported knotted lock line. The reported slda appears to be related to the reported cowl. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic video and three (3) echocardiographic videos were provided. The fluoro video was taken post deployment of the second clip (no reported issue) with the two implanted clips visible. The first clip (reported device) is in a fully inverted state; there is no damage observed to any of the visible clip components and the hinge pins are confirmed to be engaged with the connector. The clip is oriented such that the entire, inverted clip is rotated about the tip of the anterior-facing clip arm. Both grippers are visible, and no damage is observed to either gripper arm. Notably, the anterior gripper is seated within the anterior clip arm which is the "grasping" position of the components to capture leaflet tissue. Conversely, there is a large gap observed in between the posterior gripper and posterior clip arm such that leaflet capture could not be maintained. Reference figure 1 which details the stated observations. This aligns with the reported incident details that "the cds was slightly retracted, and it was then observed the clip had opened and detached from the posterior leaflet" and confirms the reported unintended movement (clip open - locked) and slda (incomplete coaptation). The three echo videos provided were taken post deployment of the reported clip which confirm detachment of the posterior leaflet (slda). Due to the lock line size and material (non-metallic), it is not possible to visualize the lock line in either fluoro or echo imaging. As such, the reported mechanical jam (lock line unable to remove) and material deformation (lock line knot) cannot be assessed or commented on via cine evaluation. There are no other observations based on the cine provided.¿